Event description:
It has been reported to philips that the ECG comes out with a lot of artifacts for chest pain and when monitoring the patient inside the ambulance. When performing the 12l ECG, it also had a lot of artifacts, making the diagnosis difficult and reliable monitoring. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.